Event description:
It was reported that the device exhibited intermittent noise during episodes of non-sustained lead noise (nsln). Upon further review, the noise was determined to be caused by oversensing myopotentials. Programming changes will be applied at next follow up. The patients condition was good following the event.